Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The bag/vent switch was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.